Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic console tray arm was blocked and perfluoropropane (c3f8) gas test was out of tolerance. Procedure details and patient impact were not reported.

Manufacturer narrative:
The company service representative was performing an on-site preventative maintenance (pm) assessment and discovered the perfluoropropane (c3f8) gas test results did not meet specifications and the arm tray was blocked. To resolve the gas test issue and tray arm issue, the nonconforming pneumatics module and the nonconforming tray arm were replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. The root cause was inconclusive as the sample was not received. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported c3f8 gas test issue is attributed to the nonconforming pneumatics module. The root cause of the tray arm issue is attributed to the nonconforming tray arm. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the issue was happened during semi-annual maintenance.